Event description:
A triumph-1 vascular access port was implanted in the rt chest on 10/10/97. Medications infused without difficulty until swelling at the site and a wet dressing were reported on 10/11/1997. A chest ap-pa-x-ray showed catheter dislodgement to the right atrium. A fluoro guided retrieval of the catheter fragment was successful on 10/11/1997. The patient was taken to surgery on 10/14/1997 for insertion of a new vascular access port and removal of the old port. On checking the old port; the snapping mechanism reportedly would not lock.